Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer, but evaluation on the device has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not applicable. The device passed the evaluation as specified in the service manual. Additional failures observed that the connectors were in good condition, the cabinet and other parts were contaminated with dust and cosmetic parts, so they will need to be replaced.